Manufacturer narrative:
As requested by the FDA, we have made note of the product code. The product code listed is not necessarily the product code assigned to the device (510(k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted. Conclusion: root cause inconclusive. This MDR is related to MDR 1835959-2014-00012 and MDR 1835959-2014-00013. A review of medical records indicated that on (B)(6) 2011, the pt underwent a diagnostic hysteroscopy with anterior colporhaphy using surgisis and placement of a transobturator tape with solyx, performed by dr. (B)(6) at (B)(6) hospital, for treatment of her mixed urinary incontinence and cystocele. An (B)(6) 2011 two week post-operative appointment indicated, the pt had tremendous improvement in her urinary incontinence but she still experienced urinary urgency. A (B)(6) 2011, appointment indicated that at the pt's 6 week post-operative appointment, she was started on medication for help with her mixed incontinence. There was discussion of the pt's coughing episodes causing increased intra-abdominal pressure likely being the cause of her recurrent incontinence. The pt had a urodynamics study on (B)(6) 2012 which was negative. The pt had office visits on (B)(6) 2012 and (B)(6) 2012 for re-eval of her urinary incontinence. On (B)(6) 2012, the pt expressed concern over her vaginal bleeding and pressure from her uterus. On (B)(6) 2012, the pt underwent a vaginal hysterectomy with anterior colporrhaphy, sacrospinous ligament fixation, and placement of transobturator tape with cystoscopy, performed by dr. (B)(6) at (B)(6) hospital, for the treatment of her menorrhagia, uterine prolapse, cystocele, and mixed urinary incontinence. No documents were available for 2013. Investigation - eval: investigation into this claim included a review of the claim allegations, a review of the cbi complaint system, a review of the device history records which indicated the product was manufactured to specifications, a review of the biodesign surgisis vaginal erosion repair graft IFU fp0055-01b and other communication and investigation into this report/claim being handled by our attorney. Summary of investigation findings: after reviewing the details received, it does not appear that the biodesign surgisis vaginal erosion repair graft caused or contributed to any life threatening illness or injury, permanent impairment or damage, nor did the pt require medical or surgical intervention to preclude serious injury or death as a result of the graft being placed. The pt did not experience any symptoms as a result of the biodesign surgisis vaginal erosion repair graft being placed that should they recur would be likely to cause or contribute to death, serious injury, or require medical or surgical intervention to preclude serious injury or death. Based on the info provided by the complainant, details regarding a specific correlation between the biodesign surgisis vaginal erosion repair graft's performance and the alleged injury remain unk. A root cause of the claim allegations is conclusive. All other matters relating to this litigation are being handled by our attorney. If/when additional info is obtained a follow-up MDR will be filed.

Event description:
The pt was reportedly implanted with a biodesign surgisis vaginal erosion repair graft and a boston scientific solyx system on (B)(6) 2011, an unspecified surgisis graft and a bard ajust on (B)(6) 2012, and a biodesign surgisis anterior pelvic floor graft on (B)(6) 2013. The pt and her attorney have alleged that as a result of these products being placed in the pt, the pt has experienced pain, injury, and has undergone corrective surgery. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type/to what extent intervention was performed; specific correlation between device performance and alleged injury; current pt status.